Event description:
The hcp reported that the pt was experiencing an increase in pain. The pt was taken to the ER where studies were undertaken, including an electroencephalogram and MRI. The electroencephalogram revealed "unspecific general change". Prior to the MRI the pump was interrogated and it was determined that the pump had stopped and revealed pump memory error. The pt had been using the pt therapy mgr for pain control. The pt therapy mgr has been deactivated. The pump is not functioning properly and "the pt is fine".